Manufacturer narrative:
The physical evaluation also found the biopsy channel is perforated and the angulation has play. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The asset/loaner evis exera ii ultrasound gastrovideoscope was returned to the service center. There was no reported allegation of any malfunction associated with the device. However, upon inspection and testing, the unit was found to have missing portions of the adhesive causing a gap between the distal end cover and the probe unit. No patient injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the peeling adhesive that caused a gap between the distal end cover and the probe unit likely occurred from user handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.3 inspection of the endoscope: 1. Inspect the endoscope connector for any irregularities such as excessive scratching, deformation, and loose parts. 2. Inspect the control section for any irregularities such as excessive scratching, deformation, and loose parts. 3. Inspect the boot and the insertion section near the boot for any irregularities such as bends, twists, tears, and cracks. 4. Inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects." Olympus will continue to monitor field performance for this device.